Event description:
This lv lead was implanted on (B)(6) 2009, and remains implanted as of this time. A call was placed to technical services on 07/10/2018, stating that this lead was involved with out of range impedance and minute ventilation issue. The lead also, could not produce any noise. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).